Event description:
The customer contacted the company's customer experience team via email to report that they had experienced difficulty removing the device, and had sought medical assistance for removal at a local urgent care. This was the first time the customer had used the device, and it had been in place for approximately two days before they sought assistance. The customer stated that they could feel the device but could not hook their finger on the rim to remove it. The customer stated that their treating provider at the urgent care tried for approximately 10 minutes to remove the device without success. The provider advised the customer to make an appointment at another urgent care facility for later that day, which the customer did. The treating provider at the second urgent care was able to successfully remove the device with the use of a speculum and forceps. The customer reported experiencing some cramping prior to removal, but did not report any other adverse symptoms during or after removal of the device. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.